Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ra lead had a known problem of noise. The physician decided to revise the lead during device replacement due to eri. During procedure, insulation damage on the lead near the header was observed. The lead explant was unsuccessful due to the adhesion to the existing rv lead. The ra lead was capped and replaced successfully on (B)(6) 2016. The patient was awake and oriented after the procedure and will be discharged.